Manufacturer narrative:
The fst replaced the ac assembly in the hospital cart. The upper panel assembly was also replaced on the console as precautionary measure. Corrosion was found on the fiber optic door mechanism. Th unit passed all functional and safety tests per factory specifications.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h11. Corrected fields: h6 component codes.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit has a broken ground prong on ac line cord. There was no patient involvement.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).